Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Revision need to removed failed implant and convert to hemi-arthroplasty.

Manufacturer narrative:
Please note the correction regarding b1 adverse event/product problem and h6 (device & clinical code): the reported event was confirmed since the device was returned for evaluation and other evidences were provided. On the device in return, we can observe some areas of osseointegration on the porous coating part of the baseplate. We can also observe some small scratches on the morse taper of the baseplate, these small defects probably appeared following the assembly and disassembly of the sphere during the interventions. No defect that would explain the cause of the loosening is observed. A functional inspection was performed with the bone model, the perform patient-matched reversed baseplate is correctly seated onto the bone model. Due to the nature of the complaint, a dimensional inspection was not considered necessary. Based on details available an exact root cause could not be confirmed but it could not be excluded that the reported event is rather related to the patient [poor quality and insufficient quantity of glenoid bone stock], which is confirmed by event description ¿¿patient's glenoid was worn more than computed via the CT due to the extent of time between scan to surgery.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
Revision need to removed failed implant and convert to hemi-arthroplasty.